Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The pins in the electrode belt receptacle were damaged. The damaged pins resulted in a loss of the ECG and driven ground signals. The cause of the test failure was the loss of the ECG and driven ground signals. The root cause of the damaged monitor receptacle pins was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During the evaluation of monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor had a damaged belt receptacle.